Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The distributor reported an issue one of their customers encountered during use of the cardiopulmonary suction control device. The report stated the device leaked from the red vent line of the distributor's custom perfusion pack. The report stated the leak was monitored and the procedure successfully completed with no complications. There were no patient complications reported as a result of the alleged event. The distributor's performance analysis stated their analysis of the device found it leaked at approximately 600 mmhg instead of the specified 1300 mmhg. The device is a cardiopulmonary suction control device sold in bulk, non-sterile form to the distributor for additional processing prior to end-use. The device was returned to the manufacturer for evaluation.